Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a healthcare professional called to report a blood glucose value of 514 mg/dl persisting for approximately two hours while the patient was using the ilet; potential contributors discussed included a bent cannula or insulin leakage, and the professional was advised that if a manual insulin injection was given, the patient should disconnect from the ilet. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, medical intervention beyond advice, or long-term sequelae. Investigation included attempts to contact the patient for troubleshooting and remote assessment. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that a device-related malfunction could not be confirmed and the event cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.